Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope in use rotated after being installed on the universal surgical manipulator. The technical service engineer confirmed that there was no related error and advised the customer to cancel the guide tool change by pressing the clutch button after removing the endoscope and reinstall it. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the master tool manipulator (mtm) controls to the universal surgical manipulator (usm) were reversed and the customer re-rolled in the system (re-setting the system) which resolved the issue. The tse explained to the customer that it may have been caused by an obstruction to the endoscope rotation or manual rotation.